Event description:
Patient was operating a leg press unit in an outpatient rehabilitation clinic. While in operation, the cable on the leg press broke resulting in the patient's legs falling off of the plate and jerking him forward. The patient indicated that he was okay at the time of the incident as well as before leaving the clinic. Biomed was called and the broken cable was verified. Replaced cable and unit worked fine. Contacting manufacturer to see why a cable that was crimped by the vendor would break at the connector end.